Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, dwell. The hp had cycled power to clear the se 2240 followed by a 2367 alarm and ended therapy. The baxter technical service representative (tsr) had the hp disconnect using aseptic technique and remove the cassette. They cleared the error ending therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(6) 2012 and she had discussed the alarm with the patient already. Since then the patient has been resuming therapy successfully. No further information was provided. There was patient involvement but no reported injury or medical intervention. This writer made repeated unsuccessful attempts with the home patient (hp) at acquiring additional information. If any additional information should become available, this complaint will be updated accordingly. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.the lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed if any additional information becomes available.baxter will continue to monitor similar reports to determine if further actions are required.